Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had pain in their chest one day post implant of the right atrial (ra) and right ventricular (rv) lead. An echocardiogram showed pericardial effusion, but both leads looked the same as in the post-operative x-ray. Both leads were revised and remain in use. No further patient complications have been reported as a result of this event.